Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device broke. This is for an unsterile part the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device history records was attempted, unknown article and lot number combination; DHR review not possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the intervention for right distal tibial pseudarthrosis (implanted on (B)(6) 2014) it was found that the plate was broken. It was therefore removed. Required intervention to prevent permanent impairment/damage. This complaint involves 1 part.